Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed a failed hardware condition and could not be recovered after a reboot attempt due to a drawer closed detection failure. A field service engineer ran the hardware test application, inspected the drawer and retractor band, replaced the open close sensors, adjusted sensor alignment, replaced the control board, reinstalled the drawer, and verified successful recovery through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system showed failed hardware and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.